Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the interlobar formation in a video assisted thoracoscopic surgery lobectomy, the handle and the adapter was connected and used, but even closing the jaws when the tissue was not clamped, there was still 2mm to 3mm opening at the tip. According to the physician's use experience so far, jaws' closing was not good. The procedure was completed with another device. There was no patient injury.